Event description:
Customer reported one hot pack from lot v2s197 caused an employee injury when it leaked contents onto nurse hand. She received a second degree burn and it was treated with over-the-counter bacitracin. The leaking hot pack was saved.

Manufacturer narrative:
This complaint was forwarded to the manufacturing facility where it is currently under investigation. A follow up report will be filed once the results have been completed.

Manufacturer narrative:
Supplemental report is being filed following the submission of the initial MDR report submitted on 04/18/2023 since a sample was returned for investigation. Device history record was reviewed for the reported lot number, v2s197. The lot was found to have been manufactured and released to predetermined specifications. No anomalies were found during review of the records. One activated sample was returned for investigation, but we were unable to confirm the reported failure. The manufacturing site will continue to monitor complaint trends.